Manufacturer narrative:
Manufacturing date from february 24, 2017 to february 28, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A simulated use test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white caked powder on the blue winged luer cap of a small volume folfusor, indicating that a leak had occurred. The device had been filled with 5400mg fluorouracil in 115ml 0.9% sodium chloride solution. This was noted when the bag containing the device was opened. There was no patient involvement. No additional information is available.